Event description:
It was reported that stent fracture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcification left anterior descending artery(lad). As the 3.50 x 32 synergy ii drug-eluting stent was being advanced, the distal part of the stent was fractured. The physician then removed the stent by pulling out the guide catheter. The procedure was completed with another synergy stent. There were no patient complications reported.

Event description:
T was reported that stent fracture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcification left anterior descending artery(lad). As the 3.50 x 32 synergy ii drug-eluting stent was being advanced, the distal part of the stent was fractured. The physician then removed the stent by pulling out the guide catheter. The procedure was completed with another synergy stent. There were no patient complications reported. It was further reported that the target lesion was located in the mid lad and was prepared with a 1.5 predilatation balloon but the lesion was very tortuous and complex. The physician stated that the event occurred because of the patient plaque. The stent did not remain in the guide catheter and was removed without complications.